Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to the device's configuration not being reloaded to complete the software upgrade. The software was recently updated by the customer onsite. The device's software was reloaded to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.